Manufacturer narrative:
A review of the instrument log for the maryland bipolar forceps instrument associated with this event has been performed. Per logs, the maryland bipolar forceps was last used on (B)(6) 2020 on system (B)(4). The maryland bipolar forceps instrument had 7 lives remaining. No image or procedure video was provided for review. No additional complaints for this product were found when a site review was performed. The maryland biopolar forceps (mbf) has been returned and evaluated by the intuitive surgical, inc. (Isi) failure analysis (fa) team. Fa confirmed the customer reported issue as the instrument was found to have damage to the conductor wire insulation. The mbf instrument passed electrical continuity and fa concluded the root cause of the issue was attributed to component failure. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the site identified in central processing that the maryland bipolar forceps instrument had an exposed wire/cable in it's plastic wing. Intuitive surgical inc. (Isi) completed customer follow up and obtained the following information: the customer was unable to provide additional narrative or patient-related information regarding to the event.